Manufacturer narrative:
The device was evaluated by ventec where the reported issue of system fault 13 (while in use with o2) was confirmed. Ventec replaced the metering valve to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the metering valve. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
A ventec clinical specialist observed that when the device was powered on, it alarmed "system fault" during the pre-use test (put). It was then confirmed that the device had logged "system fault 13" and that o2 failed. This is indicative of a potential device issue where the device may deliver more or less oxygen than set. The reported issue was observed during a staff training session. There was no patient involvement associated with the reported event.